Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Corrective surgery has not been scheduled as of this date. Sign fracture care international continues to monitor these events as part of our post market activities. A follow up report will be filed when we receive new information regarding this case.

Event description:
We became aware on (B)(6) 2016, that a sign im nail implanted to repair a fracture of the right femur was found to be broken during a follow up visit.